Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer stated battery died last night. Customer was assisted with trouble shooting where it was explained the internal power source in the pump is unable to charge. Advised the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Power loss alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the insulin pump alarmed power loss and then alarmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at printed circuit board the insulin pump was monitored and functioned properly. The insulin pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The insulin pump calibrated and displayed the programmed test value, 135 mg/dl and 136 mg/dl, properly on the display graph. The insulin pump was then programmed with contour next test glucose meter. The insulin pump communicated properly, recorded the 90 mg/dl test value properly from glucose meter, and could calibrate using the transferred blood glucose measurement. The insulin pump sensor feature is working properly. No unexpected sensor or blood glucose meter communication errors or anomalies were noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.